Event description:
The customer reported been sick and hospitalized for high bgs. The customer stated that the infusion set was changed couple days before the event. The reservoir door was open and the pump was wet inside the compartment. Advised the customer to change the set and call back if high bg continues.